Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 8.6 mmol/l. It was stated that the insulin pump was not alarm but when she went to change the battery the screen was blank and the battery compartment was moist. There was crack along the battery compartment. The troubleshooting was performed for the damage and not for the blank display. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.